Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event and began treatment with vancomycin (1 gram every third day, route not reported) and gentamycin (80mg, route and frequency were not reported) for the peritonitis event. The patient¿s outcome was unknown and the action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Sixteen days after the peritonitis onset date, the patient was discharged from the hospital. On unreported dates, the antibiotic treatment was completed, the patient was reportedly ¿doing well¿ and the patient¿s peritoneal dialysis effluent was clear. Three days after being discharged from the hospital, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.